Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy).

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module shadow in image. Based on the result, we concluded that it was caused due to the moisture condensation in the ccd module. In addition, we confirmed that the nozzle gluing missing, the distal body dirty, the angulation-left angulation zero degrees, the angulation-right angulation zero degrees, and the left pulley wire snapped/cut; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.